Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization and unexplained low and high blood glucose of 50 to 400 mg/dl. Troubleshooting found that the customer wanted to report the incident only and call was transferred as customer wanted to order supplies.